Manufacturer narrative:
Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, the patient underwent a proximal femoral nail antirotation (pfna) system surgery for femoral trochanteric fractures. When the surgeon drilled the bone for a locking screw with 5.0mm, a protection sleeve for 4.9mm screws was used with an unknown drill sleeve and an unknown trocar for 5.0mm screws. Thus, it was difficult to drill the bone. The surgery was completed successfully. There was a 30-minute surgical delay. There was no adverse consequence to the patient. Concomitant devices reported: drill sleeve (part#unknown, lot#unknown, quantity#1) trocar (part#unknown, lot#unknown, quantity#1) . This report is for one (1) protect sleeve 11/8 green. This is report 1 of 1 for (B)(4).